Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms were confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, two log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (24apr2021 ¿ 26apr2021 per time stamp). Captured intermittently throughout the log file are driveline disconnect and lvad off alarms followed by pump stops. These alarms occurred on 25apr2021 between 01:43:31 to 25apr2021 at 02:01:20 and on 25apr2021 between 23:50:07 ¿ 23:50:14. There were no other notable alarms active in the log file. Additional provided information communicated on 26apr2021 stated that the patient and his wife were woken due to the vad alarming and pump stops. All connections were secure. A controller exchange was performed, and alarms continued. The patient was transported to a medical center and driveline disconnect alarms were active and the pump was turning on and off. The modular cable and controller were exchanged. The patient denies any manipulation of the driveline. Additional provided information communicated on 29apr2021 stated that a visual inspection of the driveline was performed, and debris was removed, and a connection was reestablished. No further alarms have been reported since the evening of 25apr2021. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 07oct2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect and pump stop alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-02810 and 0002916596-2021-02809.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having a bunch of alarms which included pump stops. The modular cable and controller were exchanged. A log file was sent in for review which found on (B)(6) 2021 multiple pump stops. The alarms were caused by intentional driveline disconnects. The pump was running normal with routine alarms until the first driveline disconnect on (B)(6) 2021 at 0143. During troubleshooting of the alarms, data showed multiple intentional driveline disconnect and at some point not letting the pump full restart. It was mentioned that there was a tear on the modular cable, there was no indication of a percutaneous lead issue on the log file. X-ray images were done which were unremarkable. A visual inspection of the driveline was performed, bio-debris was noted close to the modular cable connection on the outer locking nut. The driveline was disconnected at the modular connection and the bio-debris was found on the internal surface of the "u" shaped guide on the modular end. A small amount was also seen on the pump end connection. The debris was removed and cleaned using dry sterile gauze. The connection was re-established and pump flow returned. The patient tolerated the procedure well, no additional alarms were reported since. No additional information was provided.